Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely on the fourth day of wear and was unable to obtain scan readings. The customer experienced a loss of consciousness and required unspecified treatment by a family member. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage was observed on sensor patch. No issue observed on the adhesive, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely on the fourth day of wear and was unable to obtain scan readings. The customer experienced a loss of consciousness and required unspecified treatment by a family member. There was no report of death or permanent injury associated with this event.